Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018 07:37:18 erp_rfc_user related svn (B)(4) ____________________ complaints text (B)(6) 2018 07:37:08 (B)(4) inquired what led up to the complaint. Customer response: customer wants to return pump states just wasn't working for her states that went to ER due high bg spoke with trainer who t/s pump endo adv to stop pump after ER trip hospitalization details: nature of treatment. Findings: ER . Time and date of hospitalization: (B)(6) 2018. Bg value when admitted to hospital: 370. Name of hospital: (B)(6) . Name of patient/individual reporting: self. Phone number of hospital/reporter: (B)(6). Description of complaint: high bg . Any significant events leading to hospitalization: pump not delivering insulin site change no alert. Reason of hospitalization: high bg . Document the hospitalization treatment: dosed thru pen . Customer declined to perform a carelink upload. Customer's outcome pertaining to the complaint: customer declined t/s on pump only wants to return the pump xfred to csc ship: nothing / return: nothing.